Event description:
During an unrelated heart catheter procedure, the physician saw that the paramount mini stent that was deployed in the renal artery in 2009 appeared to be fractured. The physician re-stented the lesion and the pt is doing fine.